Manufacturer narrative:
The "used/damaged" vcare uterine manipulator from the surgery on (B)(6) 2016 was returned for evaluation. The complaint device was received with the cervical cup, vaginal cone and intrauterine balloon detached. The customer complaint was confirmed. The intrauterine balloon was not returned. The outside diameter of the shrink band was measured with calipers to be 0.2219 - 0.2230. The center hole in the cervical cup measured 0.2215 inch with pin gage set c3398. Therefore, there is a 0.0064 - 0.0075 inch interference fit between the whole diameter of the cervical cup with the outside of the shrink band on the manipulator tube. The intrauterine balloon also adds resistance to detachment of the cervical cup. It was noted that the locking mechanism was tightly attached to the manipulator shaft as received as if it had not been released prior to removal, as instructed in the IFU. There was an indentation on the tube. This complaint investigation did not confirm nor identify any manufacturing or part defects. Based on the fact that the device when received for evaluation had the locking mechanism still tightly attached to the manipulator shaft, it is believed that the reported device issue is use related. The device was manufactured 15-dec-2014. A review of the device history record for this lot found no noted discrepancies during the manufacturing process that could have caused or contributed to this reported incident. Of the lot containing (B)(4) units, there were no other similar complaints received. (B)(4). It should be noted, of the 26 reports of device breakages, there has been only one (1) report in which a second surgery was performed to remove the retained foreign objects. To date, there has been no patient long term adverse effects reported regarding any of the reported incidents. The type of failure mode is addressed in the risk documents and the safety risk has been found to be acceptable. The vcare uterine manipulator is a disposable, single-use device for manipulation of the uterus and cervix in surgical and diagnostic procedures. The device consists of a manipulator tube having an inflatable balloon at its proximal end and an anatomically configured cannula/handle for maintaining proper attitude of the uterus at the distal end. The vcare incorporates a system of cup-like elevators to provide manipulation of the uterus, and retraction and elevation of the cervix. The conmed vcare is indicated for manipulation of the uterus and injection of fluids or gases during laparoscopic procedures such as laparoscopic assisted vaginal hysterectomy (lavh), total laparoscopic hysterectomy (tlh), minilap, laparoscopic tubal occlusion, or diagnostic laparoscopy and also maintains pneumoperitoneum by sealing the vagina once a colpotomy is performed. To reduce the risk of component detachment and patient injury, the instruction for use (IFU) provides the following warnings and precautions: -prior to removal of the device, ensure the locking mechanism is released via the thumbscrew and swipe a finger around the edge of the vaginal cup to separate the tissue from the cup to prevent tissue damage. -do not use excessive force upon device removal to avoid traumatizing the vaginal canal and/or component detachment. -vaginal delivery of a large uterus may result in patient injury. Methods should be used to reduce the size of the uterus prior to removal through the vaginal canal. -visually inspect the vcare device on removal from the patient to verify that the device is intact and all forward components (intrauterine balloon; 2. Cervical cup; 3. Vaginal cup; 4. Locking assembly; and 5. Thumbscrew) have all been retrieved from the patient.

Event description:
As reported by the user facility during a laparoscopic total hysterectomy, bilateral salpingo-oophorectomy, cystoscopy "the vcare device did not remain intact when removing it from patient after the hysterectomy. The main stent portion was removed along with the blue cup. However, the green portion adjacent to the cervix remained in the pelvis along with a portion of the intrauterine balloon. This was removed from the vagina with visualization from above." After a 30 minute delay spent retrieving the device, the procedure was completed without further complications or patient injury. This report is being filed based on the potential for injury with recurrence.